Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler with liberty cycler set and the patient¿s peritonitis event. However, there is no available objective evidence in this file that indicates the liberty select cycler or liberty cycler set malfunctioned or leaked or that any product deficiency caused or contributed to the peritonitis event. Further, peritonitis is a well-known potential complication in pd patients. The patient¿s pd effluent was positive for oerskovia xanthineolytica which, although rare, is known to be found in soil and dry-grass cuttings. Therefore, although a definitive cause is not concluded, the patient¿s event of peritonitis infection is most likely associated with a breach in aseptic technique such as touch contamination. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient came into the clinic with complaints of abdominal pain, cloudy effluent, and low-grade temperature (value unknown). At that visit, a pd effluent sample was obtained and sent for culture. Prophylactic treatment was initiated using intraperitoneal (ip) vancomycin and gentamycin (dose, frequency, and duration unknown). Culture results were received and confirmed growth of oerskovia xanthineolytica. The pdrn additionally stated that treatment with ip vancomycin (dose, frequency, and duration unknown) continued and the patient was being considered for catheter (not a fresenius product) replacement. The prescribed pd treatments were not interrupted. Per the pdrn, the patient denied any leaks in cycler cassette or at connection sites and denied any breaches in aseptic technique.